Event description:
A reliant balloon catheter was used in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, the reliant balloon leak during the second inflation. The physician used the reliant balloon as the instructions of use. The reliant balloon was used in a section that had graft overlapping. The reliant catheter was removed from the patient with no injuries to the patient. The physician noted that it could have been possible that the balloon was inflated in the stent area. The physician used another reliant balloon and the procedure was completed successfully. No clinical sequelae were reported and the patient is doing fine. The review of returned photo's showed the reliant being ballooned within the bifurcate gate, extending partially within the aortic body. An image of the deflated balloon was also seen within the gate. The cause of the balloon rupture could not be determined from the images. The reported possible inflation near the suprarenal stents (not seen in the films) may have caused the reliant to burst.

Manufacturer narrative:
(B)(4).